Event description:
It was reported that there had been a connection issue.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the event resolved.

Manufacturer narrative:
(B)(4).